Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms as of (B)(6) 2018. This was described as having no control over the external nerve around their rectum so, as result, the bowels just come right out (¿bowel exploded¿) and did not know ¿when it is pouring out of her¿. This started on (B)(6) 2018. The patient mentioned that they could be walking and ¿it would leak¿. Yesterday ¿it just poured out¿. They also stated that they were bloated all day long and they were not sure but it may be due to a stomach bug. The patient reported that they had new symptoms of headache, bad gas, and had gained (B)(6) which started on (B)(6) 2018. Using the programmer, it was determined that the patient was on program 4 at 0.7, that the stimulation was on (lightning bolt in upper left had corner of programmer screen) but they did not feel the stimulation. The stimulation was then increased to 1.3 which was comfortable for the patient sitting, standing, and walking. They noted that the stimulation had been helping with their overactive bladder and noted that ¿they want her to take a pill for the over active bladder¿ but the patient did not want to. The patient was redirected to their healthcare professional (hcp) for the issues. The patient also noted that they had an appointment on (B)(6) 2018 with a gastric doctor for the gas and bloating issue. There were no further complications reported or anticipated.